Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported 125ml secondary bag of blood was programmed to infuse initially at 12 mls/hr for 3ml then 48mls/hr for the remaining 117ml, with a total volume to be infused of 120ml. Clinician noted that throughout the infusion, the blood bag appeared to be not infusing at the required rate. Nearing end of infusion, pump stated 48mls left to infuse, however blood bag was still over half full. Clinician added time to continue the infusion. At end of infusion, pump stated 169ml had infused however the correct volume should have been 120ml plus a 25ml flush = 145ml total. There was patient involvement however no patient harm. A copy of the health canada report was received, which states, "a blood bag with a total volume of 125ml was to be infused at 48ml/hour after an initial 15 minutes at 12ml/hour. The IV pump was set to infuse 117ml. However, the infusion rate appeared incorrect, as the bag was still over half full near the end, despite the pump indicating 48ml left. Transfusion medicine confirmed no additional overfill beyond the stated 125ml (5ml overfill). The issue was reported to the charge nurse and others, who agreed it seemed to be an IV pump error. The gi mrp, present at the bedside, agreed to continue the transfusion based on the visual amount left. The IV pump showed a total volume of 169ml at the end, but the correct volume should have been 120ml of blood plus 25ml saline flush, totaling 145ml".

Event description:
It was reported 125ml secondary bag of blood was programmed to infuse initially at 12 mls/hr for 3ml then 48mls/hr for the remaining 117ml, with a total volume to be infused of 120ml. Clinician noted that throughout the infusion, the blood bag appeared to be not infusing at the required rate. Nearing end of infusion, pump stated 48mls left to infuse, however blood bag was still over half full. Clinician added time to continue the infusion. At end of infusion, pump stated 169ml had infused however the correct volume should have been 120ml plus a 25ml flush = 145ml total. There was patient involvement however no patient harm. A copy of the health canada report was received, which states, "a blood bag with a total volume of 125ml was to be infused at 48ml/hour after an initial 15 minutes at 12ml/hour. The IV pump was set to infuse 117ml. However, the infusion rate appeared incorrect, as the bag was still over half full near the end, despite the pump indicating 48ml left. Transfusion medicine confirmed no additional overfill beyond the stated 125ml (5ml overfill). The issue was reported to the charge nurse and others, who agreed it seemed to be an IV pump error. The gi mrp, present at the bedside, agreed to continue the transfusion based on the visual amount left. The IV pump showed a total volume of 169ml at the end, but the correct volume should have been 120ml of blood plus 25ml saline flush, totaling 145ml".

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported complaint of an under infusion of blood was not identified during the investigation, as no devices were received for this investigation. However, the device logs review confirmed the infusion reported by the facility, as well as changes in the rates and vtbi during the infusion. The review of the device records confirmed that the first infusion reported by the center, with a rate of 12 ml/h and a vtbi of 3 ml, was completed successfully. In contrast, the second infusion, with a rate of 48 ml/h and a vtbi of 117 ml, experienced changes in both the rates and the vtbi. An external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. Laboratory testing could not be performed; there were no suspect devices returned for this investigation. On january 24, 2025, the pump module s/n (B)(6) was connected to the pcu s/n (B)(6) and assigned to channel c. The pcu and pump module were powered on at 10:10 am. Throughout the day, various infusions were programmed and adjusted, including changes in rates and vtbi, with multiple occlusion alarms and restarts. The initial infusion was set at 12ml/hr with a vtbi of 3ml. Subsequent infusions included rates of 48ml/hr and 60ml/hr with varying vtbi. The final infusion completed at 1:36 pm with a pvi of 160.358ml, followed by a kvo rate of 2ml/hr. The channel off key was pressed at 1:42 pm, powering off the pump module with a total pvi of 160.514ml. Per the bd alaris system user manual v12.3.1, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The user manual version 12.3.1 of the bd alaris¿ specifies the compatible blood sets for the bd alaris¿ pump module. The compatible model numbers are as follows: 2278-0500 (bd alaris pump infusion blood set, 200 micron filter). 2477-0007 (bd alaris pump infusion blood set, 180 micron filter, smartsite y-site). 10015414 (bd alaris pump infusion blood set, 180 micron filter). 10062818 (bd alaris pump infusion blood set, 180 micron filter, 2 blunt spikes). It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. There was patient involvement but not harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an under infusion of blood could not be identified during the investigation, as no devices were received for this investigation. However, the device logs review confirmed the infusion reported by the facility, as well as changes in the rates and vtbi during the infusion.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 125ml secondary bag of blood was programmed to infuse initially at 12 mls/hr for 3ml then 48mls/hr for the remaining 117ml, with a total volume to be infused of 120ml. Clinician noted that throughout the infusion, the blood bag appeared to be not infusing at the required rate. Nearing end of infusion, pump stated 48mls left to infuse, however blood bag was still over half full. Clinician added time to continue the infusion. At end of infusion, pump stated 169ml had infused however the correct volume should have been 120ml plus a 25ml flush = 145ml total. There was patient involvement however no patient harm.